Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also stated they were unable to clear the alarm. It was also found the insulin pump appeared to be frozen. The customer stated the buttons were unresponsive after a battery replacement. It was found the customer was able to clear the alarm at the end of troubleshooting. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.